Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect platinum (pt) inferior vena cava (ivc) filter on (B)(6) 2020, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, and h6.additional information: investigationinvestigation is reopened due to additional information provided.the reported allegations have been further investigated based on the information provided to date.the following allegations have been investigated: fracture (retained fragment), embedment, difficult to remove, migration, tilt, pain, emotional distress and physical limitations.filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures.filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration.physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth.filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures.filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt.unknown if the reported pain, emotional distress and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time.the catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications.no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2020 via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe), followed by an unsuccessful retrieval attempt on (B)(6) 2020 and a successful retrieval on (B)(6) 2020. Patient is alleging tilt, fracture, and embedment. The patient further alleges pain, emotional distress, and physical limitations. Retrieval report (attempted): ¿the inferior vena cava was noted to be normal caliber without residual thrombus. There is some contrast reflux down into the common iliac veins. Ivc filter noted below the renal veins which has tilted. The hook on the filter appears to be embedded in the left lateral wall of the cava.¿ ¿multiple attempts were made to remove the filter, but this was not possible due to the fact that the hook on the filter was embedded within the cava wall.¿retrieval report (successful): ¿outside abdominal radiograph performed on 3/25/2020 (which was only made available for review on the day of this procedure) demonstrated that the filter had already undergone a fracture at that time with a secondary leg positioned horizontally obliquely above the head of the filter.¿ ¿the filter was then dissected free of the wall of the ivc using endovascular forceps. The neck and hook of the filter was then grasped with forceps and the filter was over-sheathed and removed without significant difficulty. Completion inferior venacavography was performed via the sheath and demonstrated no evidence of extravasation.¿ ¿eventually, the kumpe catheter was introduced into a right lower lobe segmental branch and contrast injection images demonstrated that the embolized fragment was located within a downstream branch of this vessel measuring approximately 4 mm in diameter at its proximal end. A microsnare was then introduced through the catheter and multiple attempts was made to engage the embolized fragment. Ultimately, however these were not successful. It was decided that the fragment was very stable in this location and very unlikely to cause long-term sequela, with additional more aggressive maneuvers to attempt removal likely incurring excessive risk. The fragment was left in place and all catheters and wires were removed.¿